Event description:
It was reported that the patient passed away six days post implant. The patient underwent an extensive workup while in the hospital, which included csk, cerebrospinal fluid results which did not implicate a clear etiology for the condition, and eegs, electroencephalogram, that did not reveal any evidence of seizure activity. The patient developed significant altered mental status, and continued to deteriorate while hospitalized. The patient was unable to answer questions or communicate. The cause of death has not been determined but the physician does not believe that it is due to the device, and stated that nothing happened during the procedure that may have contributed to the patient death.